Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the response buttons were difficult to activate due to contamination throughout the unit. The cause of the inability to activate the monitor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a monitor response buttons were not functioning.